Event description:
On (B)(6) 2012, follow-up imaging identified a type ii endoleak with no evidence of aneurysm enlargement.

Manufacturer narrative:
.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2012, follow-up imaging identified a type ii endoleak with no evidence of aneurysm enlargement. On (B)(6) 2012, an additional procedure was performed whereby a right lumbar artery and the inferior mesenteric artery were coil embolized to treat the endoleak. On (B)(6) 2012, follow-up imaging showed a stable aneurysm with no evidence of endoleak. On (B)(6) 2014, follow-up imaging identified a small type ii endoleak with aneurysm enlargement from 71 mm to 81 mm. No further adverse events were reported.

Manufacturer narrative:
Concomitant products: medications ¿ aspirin, folic acid, losartan, methotrexate, remicade, rituxan, synthroid, zetia. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxc201400/7680500 and pxc201000/8539352.